Event description:
It was reported that pump was under infusing. Customer stated there was no harm to the patient.

Manufacturer narrative:
The customer¿s report of an under infusion was not confirmed in the logs or replicated during testing. The pcu was not returned with the pump modules therefore the drug ID, clinical profile and some programming parameters were not identified. No event date and time was reported. Log summary: the review of the pcu event log identified an infusion was programmed on (B)(6) 2019 at 1:16:01 pm rate:166.667ml/h vtbi:250ml. The rate was changed by user to 180ml/h. The device alarmed for air in line and was then channeled off by user. Total infusion time was 13 minutes and 20 seconds. Rate accuracy testing performed on the returned pump module s/n (B)(6) found the device to be delivering fluid within specification. An internal and external inspection of the source pump module found no irregularities. The root cause was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that pump was under infusing.